Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with gluc2 glucose hk gen.2 on a cobas integra 400 plus. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a glu value of 531 mg/dl. The sample was repeated twice, resulting as 149 mg/dl and 149 mg/dl. No adverse events were alleged to have occurred with the patient. The glu reagent lot number and expiration date were asked for, but not provided. A reagent or analyzer issue could be excluded as controls and calibration data are acceptable.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.